Event description:
Reportedly, during a regular follow up, the interrogation took a long time. After interrogation, a pop up appeared stating the device was reinitialised. The pacemaker was operating in back-up mode.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.